Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) at l3-s1 level, for the treatment of lumbar stenosis. During surgery, two 7 mm elevate cages from the same lot broke on insertion. Both implants broke at the peek and titanium interface. One cage was replaced with 8mm peek inter body and other was replaced with 11 mm cage. The products came in contact with the patient. No fragment of the implant remained inside the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.